Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data that had previously, been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. This issue was previously reported under MDR number 3002809144-2021-00103 under a different suspect medical device. The suspect medical device was changed on (B)(6) 2021 upon further investigation of the customer issue. All available patient information was included. Additional patient details are not available. Service inspected the analyzer and replaced multiple parts. No definitive part was determined to be the likely cause. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(4), as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that a falsely elevated architect ca 125 result of 40.72 u/ml was generated for a patient sample that retested at 25.21 u/ml. No adverse impact to patient management was reported.